Event description:
It was reported that the tandem mobi pump shut down unexpectedly and the leds were not blinking. There was no adverse impact to the customer's blood glucose level. The customer did not have the tandem mobi charging pad available at the time due to driving but planned to turn on the pump and pair it to the app later. No further action was required unless the issue persisted, at which point the customer would call back.